Event description:
It was reported that the patient underwent a posterior spinal surgical procedure with length growing rods at t2-l2. Approximately one year post-op, a second surgery was performed to lengthen the rods; add screws at t2, t3, l1 and l2 and 2 dominoes were placed around t6 and t9. It was reported that one of the set screws stripped on the domino connector. An incision was made on the right side to remove the caudal rod that was connected to the immovable connector. New dominoes and connectors were implanted and the surgery was completed.

Manufacturer narrative:
(B)(4). Operating room : this part is not approved for use in the united states; however, a like device catalog # 8549305, 510k # k020709 was cleared in the united states.

Manufacturer narrative:
Additional info: visual and optical examination of the returned domino set screw identified displaced material movement, with circular witness marks inside of the hex, as well as rounded hex corners. The deformation is consistent down the full depth of the implant, suggesting full insertion of the driver during usage. The above findings are consistent with stripping torsional overload.